Event description:
It was reported to arjo representative that there was an incident with the involvement of passive loop sling and minstrel passive floor lift. It was reported that during transfer from the bed to the wheelchair, the loop failed at the stitching and caused the patient to fall out of the sling to the ground. As the consequence of the event patient sustained left occipital wound. The humerus fracture was also suspected. The resident was taken to the hospital and it remains unknown whether she is still in the hospital.

Manufacturer narrative:
Please note that even though the sling's label was faded, the manufacturer was able to read serial number of the sling, which was still stitched to the sling and established that it was (B)(6).

Event description:
It was reported to arjo representative that there was an incident with the involvement of passive loop sling and minstrel passive floor lift. It was reported that during patient¿s transfer (female, 50 kg, 83 years old) from the bed to the wheelchair, the loop failed at the stitching and caused the patient to fall out of the sling to the ground. As the consequence of the event the resident sustained left occipital wound. The humerus fracture was also suspected. The resident was taken to the hospital. No further details were provided. After the incident arjo qualified representative visited the customer to conduct an interview and the device evaluation. It was confirmed that the loop stitching (the part of the sling which is attached to the lift¿s spreader bar) was found to be torn apart. There were no abnormalities found regarding the lift. Arjo has made a decision to collect the claimed sling and send it to the manufacturer arjo dominican republic to determine probable root cause of reported incident.